Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a misalignment issue of the touch screen and calibration didn't solve the problem. Analysis also found errors in the programmer software updates.

Event description:
It was reported there was a pen calibration issue. The programmer was returned for service. No patient complications have been reported as a result of this event.